Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with bifurcated stent and proximal cuff on (B)(6) 2008. Patient presented and computed tomography showed a type 1a endoleak. The physician elected to implant a suprarenal aortic extension to resolve the leak.

Manufacturer narrative:
A clinical evaluation was done and could not confirm the reported event however and endoleak ii was confirmed. A manufacturing or design issue as not been identified or suspected based on the evaluation of the reported event. The devices were not returned and remain implanted. The root cause is inconclusive due to not enough information. Potential contributing factors to the reported event include; moderate infrarenal angulation (estimated via angiogram) low-dose contrast, possible medical non compliance and/or inability to tolerate contrast due to the use of an MRI and us pre implant, and no event CT, all which might have delayed diagnosis/treatment. These types of events will be monitored and trended as part of the quality system.